Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2018-06-30/ UDI #: (B)(4). Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2018-06-30/ UDI #: (B)(4). Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2017-07-31/ UDI #: (B)(4). Mfg date: 2016-07-31. (B)(4). Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de/ expiration date: 2017-07-31 UDI #: (B)(4). Mfg date: 2016-07-31. (B)(4). Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de/ expiration date: 2018-06-30 UDI #: (B)(4). Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de/ expiration date: 2018-06-30 UDI #: (B)(4). Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced power switching on six batteries with a charge greater than 25 percent. The controller and six batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and six (6) batteries ((B)(6)). Various analyses and reviews were conducted in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks around power ports one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving (B)(6) as well as power switching events due to communication errors involving (B)(6) . Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed several critical battery alarms due to communication errors involving (B)(6) . Analysis of the alarm log files also revealed several critical battery alarms due to the battery depleting below 10% rsoc involving (B)(6) . As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors and/or to the patient allowing the battery to deplete below 10%. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 23-may-2018 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 4307, 19 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 23-may-2018 h3: yes dev rtn to MFR? Yes d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 23-may-2018 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 4307, 19 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 23-may-2018 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 4307, 19 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 23-may-2018 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 4307, 19 d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 23-may-2018 h3: yes dev rtn to MFR? Yes h6: FDA conclusion code(s): 19. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that four of the batteries also exhibited a critical battery alarm and one battery had a communication error.

Manufacturer narrative:
Product event summary: the controller, six batteries, and one battery charger were returned for evaluation. Various analyses and reviews were conducted in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the battery charger revealed a bent pin in charger bay 3; the damaged pin did not allow a battery to connect to the battery charger. As a result, the reported "not charging" event was confirmed. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on the investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving (B)(4) and due to communication errors involving (B)(4). As a result, the reported power switching event was confirmed. The most likely root cause of the reported battery charger not charging event can be attributed to a damaged pin, possibly attributed to a forced or improper connection. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Momentary disconnections were investigated internally. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.